Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 18-feb-2026, it was reported by a sales representative via (B)(4) that an ar-9545-t15-02 t-15, medium driver shaft broke. This was discovered during a reverse total shoulder procedure with no patient harm. No pieces broke off inside the patient, and the case was completed successfully.